Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 27 mmol/l. Customer treated their high blood glucose levels via insulin pump. The customer stated that the insulin pump was out of auto mode. Customer advised the transmitter did not work properly. Troubleshooting was not performed. The insulin pump will not be returned for analysis.